Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Conclusion(s): a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event(s) of abdominal pain, confusion, diaphoresis, chills, orthostatic hypotension and peritonitis which warranted hospitalization and antibiotic therapy. The pdrn stated the peritonitis was caused by touch contamination, as the organism identified was a ¿stool organism¿ (enterococcus faecalis and citrobacter freundii). Those individuals undergoing pd therapy for rrt are known to be at high risk for infections of the peritoneum. The cause of the abdominal pain, diaphoresis and chills can be reasonably be attributed to the underlying peritonitis. The patient¿s orthostatic hypotension, per the discharge summary, was a byproduct of additional bp medication the patient was prescribed during the hospitalization. The etiology of the patient¿s confusion is unknown; therefore, causality cannot be established. However, the pdrn stated the confusion could possibly have been a pre-existing condition. Based on the information available the liberty select cycler and liberty cycler set can be disassociated from the event(s), as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver called fresenius technical support for assistance with the patient¿s cycler (investigated in (B)(4)). Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized from (B)(6) 2019 for peritonitis. Information in the patient¿s medical records was reviewed. The patient presented to the emergency room for confusion, sweats (diaphoresis), chills and abdominal pain. A peritoneal effluent fluid culture and cell count was obtained on (B)(6) 2019 (pre-hospitalization), and was positive for enterococcus faecalis, citrobacter freundii and many wbc¿s (12,703 mm3). Reportedly the patient¿s symptoms have worsened over the last few days, and the patient was sent to the hospital. The patient was treated with intravenous (IV) tobramycin and vancomycin (dosage, frequency and duration unknown) with good effect. The patient¿s condition improved, and they were scheduled for discharge on (B)(6) 2019. On the day of discharge the patient passed out and fell on the way to the bathroom (no reported injury). It was discovered the patient had significant orthostatic hypotension after having been treated for an increase in blood pressure (bp) during the hospitalization. The medications were ¿backed off,¿ and the patient was discharged in stable condition on (B)(6) 2019. The patient¿s orthostatic bp upon discharge was 142/74 while sitting, and 118/70 while standing. As of (B)(6) 2019, the pdrn stated the patient is recovering from the event(s) and continues to receive pd therapy. However, it is now being performed by the patient¿s caretakers instead of the patient. Per the pdrn, the cause of the peritonitis was touch contamination as the organism identified was a ¿stool organism¿. The pdrn also stated the patient¿s mental status changes could possibly be a preexisting condition.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.